Event description:
The manufacturer received an allegation that during the use of the unit, the customer observed a measured leak rate of 190-200 lpm, which could not be corrected. The unit was promptly removed from service, and no patient harm occurred. An alternate unit was then set up and operated without further issues. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.